Manufacturer narrative:
The reported event of missing freeze capture was confirmed. Based on the information provided, a partial decoded waveform was seen. The full waveform was not displayed due to an unstable channel configuration, which is a limitation of the current device software.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited missing egms. The device will continue to be monitored. There were no patient consequences.